Manufacturer narrative:
Date sent to the FDA: 08/28/2017. (B)(4). The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: kjj232, kgh139. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: - how was the ethibond suture placed in the sternum (interrupted or continuous)? =>interrupted. - did the patient have any signs of infection prior to suture placement? =>no. Were there cultures taken of the wound? =>yes. - what was the result of the cultures? =>negative. - can you describe the appearance of the ethibond suture during the second procedure? =>no information. - what was the date of the second procedure? => ·change the drain: (B)(6). ·re-hospitalization date is (B)(6) and the date when ethibond was removed is (B)(6). - what is the current condition of the patient? => still hospitalization but whole body condition was good.

Event description:
It was reported that a patient underwent a mediastinal tumor removal procedure on (B)(6) 2017 and suture was used for sternal closure. Post operatively the patient experienced exudate on (B)(6) 2017. A second procedure was performed (B)(6) 2017 to open the wound, place a drain, which was removed on (B)(6). On (B)(6) 2017 stitch was removed and patient was discharged from hospital. On (B)(6) 2017 the patient was re-hospitalized and on (B)(6) 2017 the suture was removed and the wound was cleaned. Vac therapy was started on (B)(6) 2017 and patient remains hospitalized. Patient condition is reported as good. Additional information was requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: - the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: kjj232 mfg. Date - (B)(6) 2016 exp. Date - (B)(6) 2021 kgh139 mfg. Date - (B)(6) 2016; exp. Date - (B)(6) 2021 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.